Manufacturer narrative:
D1. Brand name corrected. D4. Serial and primary UDI number corrected.

Event description:
A 55-year-old male patient with a history of coronary artery disease and diabetes mellitus received impella 5.5 support for post-cardiotomy cardiogenic shock. He was receiving three inotropic medications and mechanical ventilation before implantation. The impella 5.5 was placed electively during aortic valve replacement via direct chest access. After implantation and chest closure, the pump was noted to orient toward the mitral sub-annular structures. Pre-operative imaging demonstrated mild mitral regurgitation, which increased to moderate severity after impella placement. The anesthesiologist attributed this change to device positioning and requested repositioning; however, the implanting physician determined the device was functioning appropriately and that the level of mitral regurgitation was manageable. After six days of support, the patient demonstrated native heart recovery, and the impella was successfully explanted. No residual mitral regurgitation was documented after device removal.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.